Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having a slight overbite and concerned continuing with treatment after last appointment learning one of the front teeth was showing signs of resorption. The dentist said they were going to monitor.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.